Event description:
On (B)(6) 2011, a vns treating physician reported that she was having issues progressing through the necessary screens on the handheld using the stylus. The manufacturer's consultant tried to do troubleshooting with the physician's nurse and had the nurse perform a hard reset. They were then able to get passed the screen alignment, but couldn't get the screen to respond to the date/time settings. The nurse did not attempt a screen cleaning. The manufacturer's consultant stated that this was an ongoing issue but that the physician had never contacted him with prior occurrences. The handheld and flashcard were returned to the manufacturer for product analysis on (B)(6) 2011, that has not yet been completed.

Event description:
Additional information was received on (B)(6) 2011, when product analysis was completed on the returned handheld and flashcard. Analysis on the returned handheld did not verify the handheld screen responsive issue. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge; the handheld performed according to functional specification. Also, no anomalies associated with flashcard software or databases were identified during the flashcard analysis; the flashcard and software performed according to functional specifications.